Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to the open circuits on multiple electrodes. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 10, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report. This report is submitted on march 18, 2024.